Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, abdominal pain, hemoptysis, epigastric pain, uterine bleeding, discomfort, cystitis interstitial, insomnia, vaginal delivery, ovarian cyst and sexually transmitted disease. In 2014, the patient had essure inserted. In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal distension ("bloating all the time."). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"). On an unknown date, the patient experienced anxiety ("anxiety") and abdominal pain lower ("pain in lower abdomen"). The patient was treated with surgery (bilateral oophorectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, bacterial vaginosis and dyspareunia had resolved and the depression, anxiety, migraine, headache, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, migraine, nausea, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted on insertion date- (B)(6) 2015. Right and left ostia seen, and were cannulated, and the micro-inserts was placed, with 3 coils on the right, and 3 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history, laboratory data were added. Updated suspect drug indication. Event injury nos replaced with infection (bladder/ urinary tract/vaginal) type: bv, depression, anxiety, migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, lower back pain and bloating all the time added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of back pain ('lower back pain'). In a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: obesity, abdominal pain, hemoptysis, epigastric pain, uterine bleeding, discomfort, cystitis interstitial, insomnia, vaginal delivery, ovarian cyst and sexually transmitted disease. In 2014, the patient had essure inserted. In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal distension ("bloating all the time"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"). On an unknown date, the patient experienced anxiety ("anxiety"), abdominal pain lower ("pain in lower abdomen") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (bilateral oophorectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, bacterial vaginosis and dyspareunia had resolved. And the depression, anxiety, migraine, headache, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, abdominal distension, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted on insertion date: (B)(6) 2015. Right and left ostia seen, and were cannulated. And the micro-inserts was placed, with 3 coils on the right, and 3 coils on the left. As soon as essure removed, she no longer had problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 35.4 kg/sqm. Hysterosalpingogram: on an unknown date, total bilateral occlusion on (B)(6) 2015. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, abdominal pain, hemoptysis, epigastric pain, uterine bleeding, discomfort, cystitis interstitial, insomnia, vaginal delivery, ovarian cyst and sexually transmitted disease. In 2014, the patient had essure inserted. In 2014, the patient experienced allergy to metals ("nickel allergy"). In 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal distension ("bloating all the time."). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv"). On an unknown date, the patient experienced anxiety ("anxiety"), abdominal pain lower ("pain in lower abdomen") and pelvic pain ("pelvic pain female"). The patient was treated with surgery (bilateral oophorectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, bacterial vaginosis and dyspareunia had resolved and the depression, anxiety, migraine, headache, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, abdominal distension, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, migraine, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted on insertion date- (B)(6) 2015. Right and left ostia seen, and were cannulated, and the micro-inserts was placed, with 3 coils on the right, and 3 coils on the left. As soon as essure removed, she no longer had problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion; on 24-nov-2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: pfs received. Reporter's information added. Event: pain were added. Lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.